Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Found that the dso alarm does come on during functional testing. The root cause is the dso sensor and dso seal. The components were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was returned for repair due to a downstream occlusion error. Per reporter, this event occurred during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.